Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient was revised to address femoral stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/13/2017: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated clear yellow effusion, metallosis/chronic inflammation, loose stem, and fractured liner-all fragments removed. Its unknown if the liner was fractured before revision or while trying to remove it at revision. The acetabular cup was also revised due to a central bone defect about the size of a dime and posterosuperior defect. The liner and head are now being reported.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.